Event description:
On (B)(6) 2013, the reporter contacted lifescan USA alleging an unknown issue. The reporter alleged through email that he ¿went through 10 different strips this am before I got one that didn¿t say retest strips¿, ¿went through an entire box of verioiq strips that were defective¿, and that ¿every single strip from the plastic container for the verioiq was defective and had to be thrown away¿. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.